Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat a paroxysmal atrial fibrillation (paf), a polarmap catheter was selected for use. A pre-map was done, cryo ablation was performed and after that, a post-map was completed. Intellamap orion catheter was withdrawn from the left atrium and placed in the right atrium for induction and dc, then it was attempted to map right atrium but the blood pressure dropped. Ice check revealed pericardial effusion and it was judged as cardiac tamponade. Drainage was performed. Polarx catheter, polarsheath & intellamap orion catheter were also inside the body at the time of the adverse event. Catheter is not expected to be returned since it was discarded.